Event description:
During the procedure a mini vision stent was deployed. A dissection was noted at distal end of the stent. Another mini vision stent was advanced to treat the dissection and could not be advanced through the stent. Upon removal of the second mini vision the stent dislodged and was left in the pts body. The pt was sent for bypass surgery.